Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as high as 500mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. The customer states the batteries were out of the pump greater than the duration allowed. The customer was advised to monitor the device and call back if issues persist.